Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the patient line of the homechoice cassette during patient use. The patient was connected and in initial drain at the time of this event. During the review of the supplies, they noted that there was a pinhole in the patient line. The cause of the pinhole could not be determined through troubleshooting. The patient was able to complete therapy without issues after the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.